Event description:
It is reported that the surgeon was unable to slide and impact the insert onto the tibial component. A new device was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.